Event description:
It was reported that the insulin pump was wet inside during set changed. Customer's blood glucose was 522 mg/dl. Customer reported that the insulin pump was exposed to fluid din the past with no moisture visible in the insulin pump. Troubleshooting was done. The insulin pump passed the self test. The customer was advised to monitor the insulin pump. Customer declined to do troubleshooting for high blood glucose and no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.